Manufacturer narrative:
Terumo has received the broken piece of the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during a vein harvesting procedure the plastic piece of the vsp550 broke off inside the patient's leg. The user of the harvester felt a slight resistance prior to the piece falling off. The piece was recovered with minimal effort and a delay of two minutes. Another harvester was used to finish the case. There was no reported patient injury or bleeding. *no known impact or consequence to the patient. *product was changed out. *surgery was completed successfully after a two minute delay.

Manufacturer narrative:
(B)(4). The returned sample was visually inspected up on receipt. The broken tip of the vsp550 was the only portion of the device that was returned for evaluation; therefore, it was confirmed that the tip broke off of the device. The lot number of the affected device was not provided, and a review of the device history records could not be performed. All v cutter tips undergo visual inspections for cracks during the manufacturing process. Although a definitive root cause could not be determined, it is possible that the v-cutter tip was flapped when a physical load was applied, causing the tip to break off. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.